Event description:
Complainant alleged that during the scheduled cardioversion of a pt, the device powered off. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. Please reference medwatch #1220908-2000-01080 which documents a separate incident with this device on a different pt.